Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was in emergency room on (B)(6) 2019 at 10 am due to diabetic ketoacidosis and high blood glucose level of over 600 mg/dl. The high blood glucose of customer were treated with manual injection and intravenous drip. It was also reported that the customer had blood glucose level of 500 mg/dl on (B)(6) 2019 and 132 mg/dl. The customer's mother reported that the infusion set was kinked and detached which lead to the high blood glucose event. The insulin pump will not be returned for analysis.